Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. The patient received a replacement device.

Event description:
It has been reported that the omnipod personal diabetes manager (pdm) is heating up, its smell acidic and the battery is "popping up".